Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 10 patient samples on a cobas 6000 c (501) module. On (B)(6) 2022, the initial ca2 result for patient 1 was 7.0 mg/dl. On (B)(6) 2022, the sample was repeated and the result was 7.0 mg/dl. On (B)(6) 2022, the sample was repeated again and the result was 7.2 mg/dl. The repeat result on another analyzer was 10.4 mg/dl. The initial results were not reported outside of the laboratory. On (B)(6) 2022, the initial ca2 results for patient 2 were 4.3 mg/dl. 4.5 mg/dl, 4.4 mg/dl, and 4.4 mg/dl. On (B)(6) 2022, the sample was repeated and the result was 4.5 mg/dl. On (B)(6) 2022, the sample was repeated again and the result was 4.5 mg/dl. On (B)(6) 2022, the sample was repeated again and the results were 4.5 mg/dl and 4.5 mg/dl. The repeat result on another analyzer was 9.0 mg/dl. The initial results were not reported outside of the laboratory. On (B)(6) 2022, the initial ca2 results for patient 3 were 6.9 mg/dl with flag and 6.8 mg/dl with flag. The repeat result on another analyzer was 10.4 mg/dl. On (B)(6) 2022, the initial ca2 results for patient 4 were 7.3 mg/dl with flag and 7.4 mg/dl with flag. The repeat result on another analyzer was 9.8 mg/dl. On (B)(6) 2022, the initial ca2 results for patient 5 were 7.7 mg/dl with flag and 7.7 mg/dl with flag. The repeat result on another analyzer was 9.5 mg/dl. On (B)(6) 2022, the initial ca2 result for patient 6 was 8.6 mg/dl. The repeat result on another analyzer was 10.4 mg/dl. On (B)(6) 2022, the initial ca2 results for patient 7 were 7.5 mg/dl with flag and 7.4 mg/dl with flag. The repeat result on another analyzer was 9.9 mg/dl. On (B)(6) 2022, the initial ca2 results for patient 8 were 7.8 mg/dl with flag and 7.9 mg/dl with flag. The repeat result on another analyzer was 10.2 mg/dl. On (B)(6) 2022, the initial ca2 result for patient 9 was 8.4 mg/dl. The repeat result on another analyzer was 10.1 mg/dl. On (B)(6) 2022, the initial ca2 results for patient 10 were 7.6 mg/dl with flag and 7.5 mg/dl with flag. The repeat result on another analyzer was 9.5 mg/dl. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lot is 65153701 and the expiration date is 31-oct-2023.

Manufacturer narrative:
Calibration was last performed on 10-nov-2022. The level 2 qc recovery was acceptable on the day of the event. Level 1 qc was not performed. The field service engineer (fse) replaced the lamp, reaction cells, and heat cut filter. A precision check, system check, and qc were all performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.